Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the oxygen sensor. The ventilator passed all testing.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
(B)(4). After further review of the complaint information, "report received stating that due to a malfunction of an 840 ventilator" should have been: "it was reported that the 840 ventilator was alarming oxygen sensor failure."

Event description:
It was reported that the 840 ventilator was alarming oxygen sensor failure.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.